Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 609 mg/dl. It was stated that the customer changed the infusion sets several times prior to his admission. It was stated that the events leading to his hospitalization was vomiting, abdominal pain, and nausea. It was stated that the insulin pump alarmed motor error multiple times the night before and troubleshooting was performed. Advised the caller that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.